Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet insulin pump failed to power despite placement on the wireless charging pad, with the charger indicator showing a solid green light while the pump remained nonfunctional and the battery depleted; the device was replaced and the user was educated on management and report syncing. Symptoms included no adverse clinical effects. Outcomes included no impact beyond interruption of insulin pump use. Investigation included collection of user reports and arrangement for device return. Investigation of this case revealed a power and battery depletion issue consistent with very low battery and potential charging/power subsystem malfunction. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the power or charging system.